Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to state when the alleged inaccurate result was obtained but stated that they obtained a result of "100mg/dl" with the subject meter. The patient does not take any medication in order to help manage their diabetes and denied making any changes to this regimen as a result of the alleged product issue. An unknown period of time before the issue occurred, the patient experienced symptoms of "sick to the stomach and shaky" as a result of these symptoms the patient visited the emergency room (e.r.) Where they were given food and/or drink by a healthcare professional. The patient was unable to provide any blood glucose readings which were taken in the emergency room at this time. At the time of troubleshooting the cca noted that the patient did not have control solution available to test the subject meter. The patient's products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient required hcp intervention for a blood glucose excursion. It cannot be said with absolute certainty that the alleged "inaccurately high" subject meter result did not affect treatment options prior to or after the onset of these symptoms.